Event description:
It was reported that the catheter was found to be broken when connected to a valve.

Manufacturer narrative:
The returned catheter failed the patency check due to a tear at the proximal end of the catheter. It is unk how or when the damage occurred. The instructions for use that accompanies the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. The returned catheter measured 6.2 cm. As this length is insufficient for measuring tensile strength, testing was not possible. A review of manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.